Manufacturer narrative:
The customer did not supply the patient's weight. Beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site in response to the false high troponin I (access accutni+3) result. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a false high troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer analyzed the sample one (1) additional time on an istat analyzer, and the sample recovered within the istat normal range. The initial result was reported out of the laboratory and later amended. The customer did not report any effect to patients or users attributed or connected with this event. Calibration, qc (quality control), and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a 13x100 mm serum tube and was centrifuged for ten (10) minutes at 3000 rpm (revolutions per minute) at room temperature.